Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the rf communication had failed during a bolus. The reporter was unable to troubleshoot. The patient allegedly had a blood glucose over 600 mg/dl, but received no unusual treatment and remains on the pump. Customer support attributed the bg excursion to training misuse. The communication issue is not reportable because the pump alerts the user and the user can still manipulate the pump and continue delivery of insulin without interruption. This complaint is being reported as the patient experienced hyperglycemia related to user error.